Manufacturer narrative:
(B)(4). Patient information incomplete and missing patient/physician information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During an ortho case, the surgeon stated the plasmablade device malfunctioned resulting in puncturing his glove and a small cut was reported on the surgeon's 5th digit. No interventions were reported and the malfunction of the device is unknown.